Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a crack on the display and at the reservoir compartment. Customer's blood glucose reading at the time of the call was 148 mg/dl. No further information reported.

Manufacturer narrative:
The unit was received with a cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip and battery tube threads. The unit was received with minor scratches on the display window. The unit was received with a missing end cap sticker.